Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, there were foreign objects in the air/water tube and cylinder of the colonovideoscope. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h3 and h6. Corrected fields: e2,e3 and h6 (medical device problem code). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the unspecified foreign material in the air/water cylinder and air/water channel occurred due to the foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from the biopsy channel. The event can be detected and prevented by handling the device in accordance with the following instructions for use: instructions for use states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. In case you detected abnormality of device such as leakage/damage, we would like you to ask for repair at olympus. Furthermore, if you have any questions or uncertain steps about the reprocessing steps, our experts will visit your facility to observe the steps and conduct training. Olympus will continue to monitor field performance for this device.